Manufacturer narrative:
Batch review performed on 11 september 2020: lot 1909323: (B)(4) items manufactured and released on 06-dec-2019. Expiration date: 2024-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved in the event: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 (k112115) batch review performed on 11 september 2020. Lot 1903854: (B)(4) items manufactured and released on 23-jul-2019. Expiration date: 2024-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the head and liner 2 months after primary. The surgery was completed successfully.